Event description:
Angiogram was performed post pci of lcx (distal-prox) and lad (mid-prox) and showed an excellent result. The lad wire was removed. The physician was unable to remove the lcx wire because the wire unwound in the artery leaving the distal portion of the wire in distal lcx. After several attempts the wire was recovered by inflating a 2.0mm x 12mm balloon to trap the wire and pull it into the guide catheter. The guide catheter, balloon and guidewires were removed simultaneously via the sheath. Post angiogram was performed and displayed a significant amount of plaque shift to the lcx and lad with timi 2 flow in lcx. Pt converted to ventricular fibrillation and was defibrillated x 2. Pt converted from ventricular fibrillation and was hemodynamically unstable. Code blue system was initiated. The pt again converted to ventricular fibrillation. Pt received CPR for 55 min without gaining a sustainable heart rate or rhythm.